Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead and the lead had switched polarity to unipolar. The lead impedance was below the normal range when checked. The lead remains in use. No patient complications have been reported as a result of this event.